Event description:
Pt status post nail implantation right hip, complained to surgeon of continued pain. Follow up CT scan showed nonunion of the right hip fracture. Surgeon removed hardware and noted the nail was broken at the proximal end. Pt revised to hemi arthroplasty.

Manufacturer narrative:
Additional info has been requested. The investigation is on-going, no conclusion could be drawn, as no product was returned. A device history record review has been requested.